Event description:
Per the clinic, the patient is a non-user and experienced intermittency with the internal device. Also, it was reported that the patient will be needing regular MRI due to her health condition. Subsequently, the device was explanted on (B)(6) 2025. There are no plans to re-implant the patient with a new device as of the date of this report.

Manufacturer narrative:
Correction: the correct serial number is (B)(6); not 1020051925517 as previously reported.device analysis report attached.